Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2010, the pt was treated for an abdominal aortic aneurysm and was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2010, an intervention occurred. The pt was implanted with add'l gore excluder aaa endoprostheses to treat a distal type-1 endoleak. No complications were reported.